Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis summary (B) (4) no anomalies found. Distal segment returned and analyzed.

Event description:
It was reported the rv lead impedance increased one day after implant from 700 to 1200 ohms. Loss of capture was also noted, though sense signals were normal. The lead was explanted and replaced. "During explanting the lead was cut." No patient complications were reported as a result of this event.

Event description:
It was reported the rv lead impedance increased one day after implant from 700 to 1200 ohms. Loss of capture was also noted, though sense signals were normal. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.